Event description:
This 37-yr-old had persistent back pain refractory to conservative care, including nonsteroidal anti-inflammatory medication and an aggressive exercise program. He has been doing exceptionally well, but after a slight slip and fell had hit some subcutaneous hardware in his lumbar spine. Injection of this hardware gave him good relief of his pain. Decision was made to go ahead with removal of same, and he is admitted at this hospitalization for that.